Manufacturer narrative:
(B)(4). Once any additional information becomes available, this report will be updated.

Event description:
Additional information was reported that a lead revision was performed at a later date. Prior to the procedure, a chest x-ray was performed and revealed a break in the lead's insulation. The insulation issue was also noted visually when the pocket was opened and the rv lead was capped and surgically abandoned. A new rv lead was then successfully implanted. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a normal patient follow-up, this right ventricular (rv) lead exhibited pacing impedance measurements below 200 ohms. The lead was tested, and an increase in pacing threshold values were noted. An insulation issue on the rv lead is suspected. All other lead measurements were in normal range. No adverse patient effects were reported. The patient was discharged, but he will be brought back in next week for additional testing to decide if the rv lead should be replaced.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.